Event description:
A pump with 10 battery discharges below the alarm threshold and the battery will not hold a charge. This occurred during bio-med testing. No patient injury or medical intervention necessary